Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop headaches and ear pressure. The patient was prescribed antibiotics in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on oct 30, 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, ear pressure, pressure in facial area and feeling off balance related to a CPAP device's sound abatement foam. The patient was prescribed antibiotics in response to the reported event. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated by the manufacturer and using a known good power supply and power cord, they was able to confirm the device powered on and provided airflow. The manufacturer inspected the device externally, observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There was an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. He manufacturer inspected the device internally, observed unknown debris in the tracks of the ui panel. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o ring. Evidence of sound abatement foam degradation/ breakdown was not observed in the base unit. They also observed a keratin like substance was observed around the blower box outlet. The occurrence of a keratin like substance observed around the blower box has been previously, unknown dust/dirt contamination and fibers found on the blower casing/ impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device . The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error code. The manufacturer concludes that they were not able to directly address the patients symptoms and there was no evidence of sound abatement foam degradation. They confirmed the presence of contamination in the airpath.